Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip was completed. Dried blood was noted in the lumen as a result of the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to the lead producing high thresholds and changes in impedance measurements. An x-ray was completed and confirmed that the lead pulled back resulting in loss of capture. No additional adverse patient effects were reported.